Event description:
It was reported via a postmarket registry that the catheter dislodged and the pt was experiencing "increased to severe pain". Xray revealed that the catheter had slipped from original c1 position. The pt was receiving hydromorphine, bupivicaine and baclofen via the drug delivery system. The pt underwent catheter revision and recovered without sequela.